Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not exiting the tubing during the load fill sequence. Customer changed out the tubing from multiple infusion sets and was able to fill the tubing successfully. Blood glucose was reported to be 280 mg/dl. Customer delivered a bolus to address the issue.